Event description:
It was reported "huber is leaking from the connector/valve." Add information received 04/19/2022: a detailed description of the event: the upper y site connector leaked around the base. What type of catheter securement was utilized? Tegaderm. Was the product used on a patient? Yes. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfyf056 showed no other similar product complaint(s) from this lot number.